Event description:
It was reported that the patient underwent breast reconstruction on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced a rash at the site of the topical skin adhesive. The patient was treated with otc benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent breast reconstruction with general anesthesia on (B)(6) 2015 and topical skin adhesive was used for the right breast incisions. Hibiclens was applied before tissue expander and allows time to dry before closing and applying adhesive. The dressing was not placed over incision. On (B)(6) 2015, the patient experienced a rash at the site of the topical skin adhesive and redness of arm area, where arm rested against adhesive. It was reported that the topical skin adhesive was removed and no another method was used to close the incision. The site was not cultured and no any patch or sensitivity tests were performed. As of (B)(6) 2015, the incision has been healed. (B)(4).